Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing well. The explanted device will not be returned for analysis, as the surgical center did not permit device return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event